Event description:
It was reported that the patient presented to the ER. The device was found in bvvi mode after the patient notifier alert. A device download was performed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.